Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff of unspecified age in united states on 14-jul-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2010, as a permanent birth control option. Following the essure procedure, she began to experience extremely long and heavy menstrual cycles, and a new onset chronic pelvic pain. Because of the complications associated with the essure device, she underwent surgery to remove the essure implants and a hysterectomy procedure in (B)(6) 2012. In (B)(6) 2012, learned her complications were related to essure from her healthcare provider. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced new onset chronic pelvic pain. A hysterectomy was performed and essure implants were removed. The event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that she experienced this event following the essure procedure. Based on its nature and considering a compatible temporal relationship, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, extremely long and heavy menstrual cycles was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("new onset chronic pelvic pain / pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 12413293 , 50512909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 2004, (B)(6) 2008 and (B)(6) 2010)), (B)(6) in 2005, cholecystectomy in (B)(6) 2012, urethral infection, liver biopsy, jaundice and c-section. Concurrent conditions included obesity, ovarian cyst, lung nodule and dysfunctional uterine bleeding. Family history included cancer, diabetes, hypertension and coronary artery disease. In 2010, the patient experienced menorrhagia ("extremely long and heavy menstrual cycles / menorrhagia"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain (frequent and severe)"), vulvovaginal pain ("vaginal pain (frequent and severe)") and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), lysis of adhesions and left ovarian cystectomy, cyst) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, vulvovaginal pain, menorrhagia and investigation noncompliance outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, investigation noncompliance, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: successful placement of left and coils was performed. No of coils in left- approx. 4, no of coils in right- approx. 4 patient tolerated the procedure well. 1st attempt at left implant inserted in tip bent and removed the implant. Successfully placed and then one in without problems.she was not advised of any complications from your essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. On (B)(6) 2012: urine hcg qualitative:negative . Quality-safety evaluation of ptc: unconfirmed quality defect, but plausible. No sample available for this investigation. Since have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. A product quality defect could not be confirmed but was considered plausible a relationship with the reported medical event cannot totally be excluded. However the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable . No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2018: plantiff fact sheet & medical record received. Events vaginal bleeding, dysmenorrhea (cramping),pain,vaginal pain are added. Lot number & lab data updated. Cocomitant drug & condition updated. Historical drug & condition uodated. Product patient & reporter information updated.¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: ptc global number (B)(4). Unconfirmed quality defect, but plausible. No sample available for this investigation. Since have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. A product quality defect could not be confirmed but was considered plausible a relationship with the reported medical event cannot totally be excluded. However the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable . No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced new onset chronic pelvic pain. A hysterectomy was performed and essure implants were removed. The event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that she experienced this event following the essure procedure. Based on its nature and considering a compatible temporal relationship, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, extremely long and heavy menstrual cycles was reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("new onset chronic pelvic pain / pain / pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 12413293, 50512909) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 2004, (B)(6) 2008 and (B)(6) 2010)), hepatitis c in 2005, cholecystectomy in (B)(6) 2012, urethral infection, liver biopsy, jaundice and c-section. Concurrent conditions included morbid obesity, ovarian cyst, lung nodule and dysfunctional uterine bleeding. Family history included cancer, diabetes, hypertension and coronary artery disease. In 2010, the patient experienced menorrhagia ("extremely long and heavy menstrual cycles / menorrhagia"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain (frequent and severe)"), vulvovaginal pain ("vaginal pain (frequent and severe)") and investigation noncompliance ("she did not undergo an essure confirmation test"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), lysis of adhesions and left ovarian cystectomy, cyst) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, vulvovaginal pain, menorrhagia and investigation noncompliance outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, investigation noncompliance, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: successful placement of left and coils was performed. No of coils in left- approx. 4, no of coils in right- approx. 4 patient tolerated the procedure well. 1st attempt at left implant inserted in tip bent and removed the implant. Successfully placed and then one in without problems. She was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. On (B)(6) 2012: urine hcg qualitative:negative. Lot number : 12413293 manufacture date:2009/09 expiration date: 2012/05. Lot number : 50512909 manufacture date: 2010/03 expiration date: 2013/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.